Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Patient status post prodisc-c implantation, level unknown, approximately (B)(6), 2010 returned to surgeon complaining of pain on an unknown date. Approximately twelve months later, (B)(6), 2011 patient was returned to operating room with the pdc being removed. Patient was revised to fusion. It was noted no migration of the device was found.